Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient's blood glucose (bg) was at 29 mg/dl with symptoms of nausea, blurred vision, dizziness, confusion, difficulty speaking, cognitive impairment and was unsteady while walking/standing. It was reported that the patient was treated with food/drink regimen per health care provider's phone instruction. The patient allegedly remained on pump therapy with recent adjustments to the basal settings by health care provider. The reporter stated that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the basal deliveries and determined that they were correct and as programed. Review of bolus delivery indicated that there was a discrepancy between the sum of daily total and the pump's total daily delivery bolus total. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found that delivery was manually suspended for about 2 hours on the event date. The delivery was suspended half an hour later and was never resumed. The total daily delivery added up correctly and reflected the user¿s programmed basal rate and the bolus deliveries. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Total daily delivery correctly recorded the amount delivered during the 24 hour exercise. A normal bolus and an audio bolus was delivered and recorded correctly.